Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient "felt good" following the replacement of the lead and was receiving "effective therapy" the patient's device history noted the patient was being treated for crps type 1 with angina pectoris. Impedance testing performed prior to lead replacement indicated that all impedances (both unipolar and bipolar pairs) were high, ranging from 15728 ohms to >40000 ohms. Impedance testing performed after the leads were replaced found no out-of-range impedances.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the angina pectoris patient's lead was "broken." It was further reported the patient's stimulation had stopped and they had "missed stimulation for about two weeks" prior to report. Impedance testing was performed and found that "all eight contacts were faulty," though specific values were unknown at the time of report. During intra-operative troubleshooting, the patient's lead was disconnected from their extension, impedances were measured directly, and it was found that all lead contacts were faulty. The patient's lead was subsequently replaced as a result of the event. It was "unknown" however if this had resolved the issue. The patient was alive with no injury at the time of report. Additional information has been requested regarding the measured impedance values, specific lead information, and the patient's outcome; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: analysis of the lead found ¿all conductors were broken 12.7 cm from the distal end.¿ it was noted the conductors were broken at the anchor site. Functional testing of the lead indicated all conductors were ¿open.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.